Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was evaluated by their physician for the pump sitting too high in the scrotum and making it difficult to access. The physician confirmed the tubing was too short and recommended a revision surgery. After the follow up visit, the patient start experiencing difficulty with the device auto inflating and deflating at various times. Troubleshooting techniques were shared with the patient and will be attempted on their own. They did not want to undergo a procedure at this time and will discuss next steps with the physician if problem persists. There were no patient complications at this time, and no surgical intervention has been performed.